Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 450 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin to address bg level. Customer was discharged on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm had occurred, however, the pump did not enunciate an audible alarm. Tandem technical support performed a system check and found that the pump performed as intended, however, the customer maintained that pump did not perform as intended. Reportedly the customer continued to use the pump for insulin therapy.